Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion at l5-s1. A few months post-op, the patient complained of "squeaking" of the hardware in the morning when he first got up. The patient also complained of continued pain. The patient underwent a revision surgery to remove and replace the hardware. During the revision surgery it was found that two bone screws had sheared off below the tulip. The hardware was removed and replaced, no additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.